Event description:
According to staff, during a spine procedure, the pencil bovie that came in the surgical spine pack malfunctioned and burned a hole in the drape while not in use. The tip was replaced, but the event occurred a second time. The staff replaced the bovie pencil with a new handpiece.